Event description:
It was reported the pt no longer felt stimulation. The doctor took x-rays and reportedly found the lead had dropped four epidural spaces and was nearly out of the epidural space. It was also reported the pt did not fall or suffer any trauma. It was reported the pt sat up in bed and heard a pop in his neck and then his stimulation changed. It was reported the doctor performed a lead revision. It was reported the cs reprogrammed the system, the stimulation is effective and the pt is satisfied.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.